Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient used acetaminophen, which is against user guide recommendations. Patient did not calibrate according to user guide recommendations. The patient's husband did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).